Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald 5ml syringe was broken. This event occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "paramedics found the syringe broken."

Event description:
It was reported that the bd emerald 5ml syringe was broken. This event occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: "paramedics found the syringe broken."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 30774319 and lot number 1906177. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation. The retained samples were examined and no signs of defect were identified. Based on the limited investigation results, an exact cause related to the manufacturing process could not be determined for this reported issue.